Event description:
I use a tandem tslim x2 insulin pump along with a dexcom g6 continuous glucose monitor to manage my type 1 diabetes. My insulin pump spontaneously stopped working, the screen is not turning on or responding to button presses. I am no longer receiving basal insulin and am unable to administer bolus insulin. I've been waiting on hold with tandem for over 2 hours and have not spoken to a representative yet. I thought they may be able to help me trouble shoot. During waiting these 2 hours my blood sugar is now over 300mg/dl, and I now have to use my back up emergency plans. I have to administer long acting insulin which also means I can now no longer use my pump if it does start working until my lantus has wear off. FDA safety report ID # (B)(4).